Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion ¿ breakage'), fallopian tube perforation ('perforation (fallopian tubes) right side'), uterine perforation ('perforation ¿ uterus / malposition of essure / discovered 3rd coin perforated uterus at tube/ malposition of essure device location of device: device 3 on top of uterus; right side'), genital haemorrhage ('bleeding ¿ gen. Abnorm. Bleed./abnormal bleeding (general)') and migraine ('other injuries/symptoms ¿ migraine/migraines / headaches,') in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "3 coils inserted". Medical conditions: on unknown date patient underwent dye test : tubes closed. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month 7 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain right side"), abdominal pain ("abdominal pain"), fibromyalgia ("fibromyalgia/utoimmune disorder type of disorder:fibromyalgia"), depression ("psych injury/psychological or psychiatric problems condition: multiple, depression"), pollakiuria ("frequent urination"), migraine (seriousness criterion medically significant), visual impairment ("other injuries/symptoms ¿ vision problems/vision/eye problems type:decreased eye sight"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), drug hypersensitivity ("allergy to morphine/ allergic reaction to morphine during removal surgery"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), neuropathy peripheral ("neurological conditions or problems type: neuropathy"), fatigue ("fatigue") and emotional disorder ("I had a breakdown") and was found to have weight increased ("other injuries/symptoms ¿ weight gain") and precancerous cells present ("tumor/teratoma/cancer-type: pre-cancer cells-dewitt"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), partial hysterectomy and ablation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, abdominal pain, dyspareunia, fibromyalgia, depression, pollakiuria, migraine, visual impairment, weight increased, drug hypersensitivity, female sexual dysfunction, ovarian cyst, neuropathy peripheral, fatigue, precancerous cells present and emotional disorder outcome was unknown, the genital haemorrhage had resolved, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, depression, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, menorrhagia, migraine, neuropathy peripheral, ovarian cyst, pelvic pain, pollakiuria, precancerous cells present, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: received treatment for pelvic pain, abdominal pain, dysmennorhea, dyspareunia, genital bleeding, breakage, fibromyalgia, uterine perforation, migraine, vision problem, weight gain. Current weight 185 lbs. Discrepancy noted for date of insertion previously reported as (B)(6) 2007 now report as (B)(6) 2008, (B)(6) 2007, (B)(6) 2007. She did not claim that essure worsened a previously existing injury/condition. Discrepancy noted in removal date- previously captured date is 01-apr-2008. Now 17sep2014; 2014 has been given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: unilateral occlusion (right tube occluded), expulsion of essure device. Left essure expelled. Imaging procedure - on an unknown date: imaging procedure - essure confirmation test (unspecified). Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion ¿ breakage'), fallopian tube perforation ('perforation (fallopian tubes) right side'), uterine perforation ('perforation ¿ uterus / malposition of essure / discovered 3rd coin perforated uterus at tube/ malposition of essure device location of device: device 3 on top of uterus; right side'), genital haemorrhage ('bleeding ¿ gen. Abnorm. Bleed./abnormal bleeding (general)') and migraine ('other injuries/symptoms ¿ migraine/migraines / headaches,') in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "3 coils inserted". Medical conditions: on unknown date patient underwent dye test : tubes closed. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month 7 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain right side"), abdominal pain ("abdominal pain"), fibromyalgia ("fibromyalgia/utoimmune disorder type of disorder:fibromyalgia"), depression ("psych injury/psychological or psychiatric problems condition: multiple, depression"), pollakiuria ("frequent urination"), migraine (seriousness criterion medically significant), visual impairment ("other injuries/symptoms ¿ vision problems/vision/eye problems type:decreased eye sight"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), drug hypersensitivity ("allergy to morphine/ allergic reaction to morphine during removal surgery"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), neuropathy peripheral ("neurological conditions or problems type: neuropathy"), fatigue ("fatigue") and emotional disorder ("I had a breakdown") and was found to have weight increased ("other injuries/symptoms ¿ weight gain") and precancerous cells present ("tumor/teratoma/cancer-type: pre-cancer cells-dewitt"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), partial hysterectomy and ablation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, abdominal pain, dyspareunia, fibromyalgia, depression, pollakiuria, migraine, visual impairment, weight increased, drug hypersensitivity, female sexual dysfunction, ovarian cyst, neuropathy peripheral, fatigue, precancerous cells present and emotional disorder outcome was unknown, the genital haemorrhage had resolved, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, depression, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, menorrhagia, migraine, neuropathy peripheral, ovarian cyst, pelvic pain, pollakiuria, precancerous cells present, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: received treatment for pelvic pain, abdominal pain, dysmennorhea, dyspareunia, genital bleeding, breakage, fibromyalgia, uterine perforation, migraine, vision problem, weight gain. Current weight 185 lbs. Discrepancy noted for date of insertion previously reported as (B)(6) 2007 now report as (B)(6) 2008, (B)(6) 2007 she did not claim that essure worsened a previously existing injury/condition. Discrepancy noted in removal date- previously captured date is (B)(6) 2008. Now (B)(6) 2014; 2014 has been given diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: unilateral occlusion (right tube occluded), expulsion of essure device. Left essure expelled. Imaging procedure - on an unknown date: imaging procedure - essure confirmation test (unspecified). Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs added- removal date updated. Events added-perforation (fallopian tubes). Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion ¿ breakage'), fallopian tube perforation ('perforation (fallopian tubes) right side'), uterine perforation ('perforation ¿ uterus / malposition of essure / discovered 3rd coin perforated uterus at tube/ malposition of essure device location of device: device 3 on top of uterus; right side'), genital haemorrhage ('bleeding ¿ gen. Abnorm. Bleed./abnormal bleeding (general)') and migraine ('other injuries/symptoms ¿ migraine/migraines / headaches,') in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "3 coils inserted". Medical conditions: on unknown date patient underwent dye test : tubes closed. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month 7 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain right side"), abdominal pain ("abdominal pain"), fibromyalgia ("fibromyalgia/utoimmune disorder type of disorder:fibromyalgia"), depression ("psych injury/psychological or psychiatric problems condition: multiple, depression"), pollakiuria ("frequent urination"), migraine (seriousness criterion medically significant), visual impairment ("other injuries/symptoms ¿ vision problems/vision/eye problems type:decreased eye sight"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), drug hypersensitivity ("allergy to morphine/ allergic reaction to morphine during removal surgery"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), neuropathy peripheral ("neurological conditions or problems type: neuropathy"), fatigue ("fatigue"), emotional disorder ("I had a breakdown") and abscess ("abscess") and was found to have weight increased ("other injuries/symptoms ¿ weight gain") and precancerous cells present ("tumor/teratoma/cancer-type: pre-cancer cells-dewitt"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), partial hysterectomy and ablation). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, abdominal pain, dyspareunia, fibromyalgia, depression, pollakiuria, migraine, visual impairment, weight increased, drug hypersensitivity, female sexual dysfunction, ovarian cyst, neuropathy peripheral, fatigue, precancerous cells present, emotional disorder and abscess outcome was unknown, the genital haemorrhage had resolved, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abscess, depression, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, menorrhagia, migraine, neuropathy peripheral, ovarian cyst, pelvic pain, pollakiuria, precancerous cells present, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: received treatment for pelvic pain, abdominal pain, dysmennorhea, dyspareunia, genital bleeding, breakage, fibromyalgia, uterine perforation, migraine, vision problem, weight gain. Current weight 185 lbs. Discrepancy noted for date of insertion previously reported as (B)(6) 2007 now report as (B)(6) 2008, (B)(6) 2007, (B)(6) 2007 she did not claim that essure worsened a previously existing injury/condition. Discrepancy noted in removal date- previously captured date is (B)(6) 2008.now (B)(6) 2014; 2014 has been given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: unilateral occlusion (right tube occluded), expulsion of essure device. Left essure expelled. Imaging procedure - on an unknown date: imaging procedure - essure confirmation test (unspecified). Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: new event abscess added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion ¿ breakage'), uterine perforation ('perforation ¿ uterus / malposition of essure') and genital haemorrhage ('bleeding ¿ gen. Abnorm. Bleed.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "3 coils inserted". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems ¿ bladder probs."), migraine ("other injuries/symptoms ¿ migraine") and visual impairment ("other injuries/symptoms ¿ vision problems") and was found to have weight increased ("other injuries/symptoms ¿ weight gain"). The patient was treated with surgery (partial hysterectomy and partial hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device breakage, uterine perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, fibromyalgia, psychological trauma, bladder disorder, migraine, visual impairment and weight increased outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, migraine, pelvic pain, psychological trauma, uterine perforation, visual impairment and weight increased to be related to essure (ess205). The reporter commented: received treatment for pelvic pain, abdominal pain, dysmennorhea, dyspareunia, genital bleeding, breakage, fibromyalgia, uterine perforation, migraine, vision problem, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion ¿ breakage'), uterine perforation ('perforation ¿ uterus / malposition of essure / discovered 3rd coin perforated uterus at tube'), genital haemorrhage ('bleeding ¿ gen. Abnorm. Bleed./abnormal bleeding (general)') and migraine ('other injuries/symptoms ¿ migraine/migraines / headaches,') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "3 coils inserted". Medical conditions: on unknown date patient underwent dye test : tubes closed. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain right side"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("fibromyalgia/utoimmune disorder type of disorder:fibromyalgia"), depression ("psych injury/psychological or psychiatric problems condition: multiple, depression"), pollakiuria ("frequent urination"), migraine (seriousness criterion medically significant), visual impairment ("other injuries/symptoms ¿ vision problems/vision/eye problems type:decreased eye sight"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), drug hypersensitivity ("allergy to morphine"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), neuropathy peripheral ("neurological conditions or problems type: neuropathy"), fatigue ("fatigue") and emotional disorder ("I had a breakdown") and was found to have weight increased ("other injuries/symptoms ¿ weight gain") and precancerous cells present ("tumor/teratoma/cancer-type: pre-cancer cells-dewitt"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and partial hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device breakage, uterine perforation, abdominal pain, dyspareunia, fibromyalgia, depression, pollakiuria, migraine, visual impairment, weight increased, drug hypersensitivity, ovarian cyst, neuropathy peripheral, fatigue, precancerous cells present and emotional disorder outcome was unknown, the genital haemorrhage had resolved, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, depression, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, menorrhagia, migraine, neuropathy peripheral, ovarian cyst, pelvic pain, pollakiuria, precancerous cells present, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: received treatment for pelvic pain, abdominal pain, dysmennorhea, dyspareunia, genital bleeding, breakage, fibromyalgia, uterine perforation, migraine, vision problem, weight gain. Current weight 185 lbs. Discrepancy noted for date of insertion previously reported as (B)(6) 2007 now report as (B)(6) 2008 she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Imaging procedure - on an unknown date: imaging procedure - essure confirmation test (unspecified). Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received. Reporter information added. Events: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity type: morphine, apareunia (inability to have sexual intercourse), reproductive system disorder or condition type of disorder or condition: ovarian cysts, neurological conditions or problems type: neuropathy, fatigue, tumor/teratoma/cancer-type: pre-cancer cells-dewitt, I had a breakdown" lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion ¿ breakage'), uterine perforation ('perforation ¿ uterus / malposition of essure') and genital haemorrhage ('bleeding ¿ gen. Abnorm. Bleed.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "3 coils inserted". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems ¿ bladder probs."), migraine ("other injuries/symptoms ¿ migraine") and visual impairment ("other injuries/symptoms ¿ vision problems") and was found to have weight increased ("other injuries/symptoms ¿ weight gain"). The patient was treated with surgery (partial hysterectomy and partial hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device breakage, uterine perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, fibromyalgia, psychological trauma, bladder disorder, migraine, visual impairment and weight increased outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, migraine, pelvic pain, psychological trauma, uterine perforation, visual impairment and weight increased to be related to essure (ess205). The reporter commented: received treatment for pelvic pain, abdominal pain, dysmennorhea, dyspareunia, genital bleeding, breakage, fibromyalgia, uterine perforation, migraine, vision problem, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case has became incident. Previously reported event "injury " replaced with new events. New events added: pelvic pain, abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), gen. Abnorm. Bleed, breakage, fibromyalgia, perforation ¿ uterus, bladder probs, migraine, vision probs, weight gain , malposition of essure, had 3 coils inserted. Event outcome were added, reporter information, patient date of birth were updated, lab data were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.